Manufacturer narrative:
The aware date of the previously submitted regulatory report has been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the healthcare professional via the manufacturer representative. The impedance of contact 13 was greater than 10,000 ohms. Imaging (from the tip of the lead to the ins) was performed to check the entire scs system. There was nothing unusual or unexpected found; the lead position and placement was as expected. The pain nurse optimized the scs programs via the clinician programmer and lowered the voltage so that the stimulation was not too strong. The cause of the unpleasant strong stimulation remains undetermined. It was unknown if the issue resolved and that "technically" nothing changed. The patient feedback was needed for further information but, according to the pain nurse, there was no feedback from the patient since the reported event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient with an implantable neurostimulator (ins). It was reported there was unpleasant strong stimulation that appeared suddenly (probably 2-2.5 weeks prior) without any specific movement. It was unknown where the stimulation appeared from (if from the ins or nerve related). The data from the ins was checked and no anomalies were observed with the ins; there was no evidence of any pors since the last interrogation.